Event description:
Customer had no alarm tones during alarm although visual alarms were present. Customer claimed this has been going on for quite some time. Customer also claims that the device has not been dropped, bumped or exposed to moisture. There were no confirmation tones during troubleshooting.